Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after successful deployment of the 7 x 60 mm supera stent in the patient, after retraction of the catheter from the anatomy the tip of the catheter had separated. Attempts to remove the tip from the anatomy failed. The tip remains in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event and date of implant correction. Evaluation summary: (B)(4). The device was returned for evaluation and the tip separation was confirmed. Based on visual analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A conclusive cause for the reported tip detachment could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previous medwatch filed, new information received states it was the external iliac artery that was treated, not the superficial femoral artery (sfa) as previously reported; however, the separated tip was found in the co-lateral sfa and was left there. No additional information was provided.